Event description:
It was reported that the right atrial (ra) lead was attempted, not implanted due to noise. During the procedure, the lead was placed in the right atrial. Noise was detected before and after the lead was placed. The lead was removed and a different lead was implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found.